Event description:
The customer stated that they replaced the na+ electrode on the cobas integra 400 plus on (B)(6) 2018 since it was due for replacement. Calibration failed initially, but they were then able to get the calibration to pass. The customer later received calibration errors again, so the customer changed the electrode again. The test was working again until (B)(6) 2018 when calibration errors occurred. The customer tried replacing all system reagents. The customer replaced one system reagent a second time, then was able to get the calibration to pass. The customer mentioned that they had to correct 60 patient reports. The customer provided examples for three patient samples with erroneous na results that were reported outside of the laboratory. The samples were repeated on an abl analyzer and the repeat results were believed to be correct. All three patients are oncology patients. The first sample initially resulted with an na value of 128 mmol/l, which repeated as 139 mmol/l. The second sample, from a (B)(6) male patient born on (B)(6), initially resulted with an na value of 128 mmol/l, which repeated as 137 mmol/l. The third sample, from a (B)(6) male patient born on (B)(6), initially resulted with an na value of 129 mmol/l, which repeated as 137 mmol/l. The patients were not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer found a missing o-ring in the faraday cage and peristaltic pump tubing was popped out. The customer replaced the missing o-ring and re-seated the pump tubing. Pipetting accuracy and ise performance checks were within required limits. The quality controls were within range. The investigation determined that the service actions resolved the issue.